Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
A user facility mandatory medwatch report # 4633010000-2022-8019 was received that stated: "health care provider was switching the norepinephrine syringe per protocol using the two syringe method and extension tubing. After having the second syringe running for 15 mins to make sure it was engaged, health care provider went to disconnect the tubing from the first extension on the norepinephrine tubing and as health care provider pulled on the clave and tubing, the tubing disconnected from the clave. Health care provider then had to re prime new tubing for the norepinephrine syringe. Patient was running at 0.07mcg/kg/hr. And his blood pressure dropped from mean arterial pressure (maps) of 75 to maps of 55. Health care provider was able to quickly reconnect and get it running again but it took about 6-8 mins to see a bump in patient's blood pressure again. While this was not immediately life threatening for this specific patient if he was more sensitive to changes in this medications it could have required much more intervention and possibly coding the patient". The event occured in the picu and involved a 71" (180 cm) appx 0.44 ml, smallbore ext set w/microclave® clear, clamp (blue), rotating luer. There was patient involvement, however, there was no harm reported